Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.0/2.5/090 (sphere/cylinder/axis) diopter, into the patients left eye (os) on (B)(6) 2024. The lens was exchanged with a shorter length lens on (B)(6) 2024 due to excessive vault. This resolved the problem. The cause of event is unknown.

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
D4 - primary unique device identifier (UDI) #: (B)(4). H4 - device manufacture date: 07-feb-2024 corrected to 02-feb-2024. H6 - health effect - clinical code (e): 4581 corrected to 4582. Medical device problem code (a): 1494 corrected to 2993. Type of investigation (b): 4110 removed. Claim # (b(4).